Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert. Upon interrogation the device was found in backup vvi mode due to por. Device image revealed that the patient was in an svt at the time of the por.

Manufacturer narrative:
Device reset was confirmed. The power on reset (por) occurred during delivery of hv therapy. After clearing the device from reset, the device tested normal using automated test equipment. The cause of reset was not determined.

Manufacturer narrative:
No medwatch form was received.